Event description:
The surgeon reported that the implant had cracked sometime after implantation. The patient presented to the hospital on (B)(6) 2012 and the surgeon reported that the patient had a subdural bleeding hematoma and did not recover.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. It is unknown if the patient's condition contributed to the event. No similar issues have been reported. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Not returned to manufacturer.